Manufacturer narrative:
This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd) and has less than 3 months remaining. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption became abnormally high following a pacemaker programming session. The root cause of this is unknown so device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field e1: initial reporter phone. This supplemental report has been created to capture additional information and information correction. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of a failure mode (defect, malfunction or abnormal damage); however, probable cause could not be determined because analysis testing was unable to recreate the observed high-power condition. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinical observation was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd) and has less than 3 months remaining. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption became abnormally high following a pacemaker programming session. The root cause of this is unknown so device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd) and has less than 3 months remaining. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption became abnormally high following a pacemaker programming session. The root cause of this is unknown so device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.